Event description:
Didn't capture, x's 6... Opened different lot# to complete case. Manufacturer response for perclose proglige 6f, (brand not provided) (per site reporter) took report of problem, sent no charge replacement. Manufacturer response for perclose proglige 6f, (brand not provided) (per site reporter) took report of problem, sent no charge replacement. Manufacturer response for perclose proglige 6f, (brand not provided) (per site reporter) took report of problem, sent no charge replacement. Manufacturer response for perclose proglige 6f, (brand not provided) (per site reporter) took report of problem, sent no charge replacement. Manufacturer response for perclose proglige 6f, (brand not provided) (per site reporter) took report of problem, sent no charge replacement.